Event description:
After an implantation period of approx. 17 months, oversensing due to electromagnetic interference was reported. An inappropriate shock was delivered.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed, showing a normal and expected ICD behavior. The available iegms confirmed the presence of noise due to external influences. This led to vf detection, which resulted in one shock delivery, as mentioned in the complaint description. The lack of pacing during the event represents a normal ICD function. Please note, the ICD does not pace during a vf episode. Furthermore, analysis showed that during this time the conduction from a to v was given, which may explain why the patient did not feel symptoms. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.